Manufacturer narrative:
(B)(4). Date sent: 05/23/2016. (B)(4). Additional information was requested and the following was obtained: was the device on a vessel/artery when it would not open? No. If yes, how was the device removed? (I.e. Cut off, forced opened) if cut off, did this cause a change in the plan of care for the patient? Did the removal cause any damage to the vessel/artery? No. If yes, what is the damage and how was the damage repaired? Did the surgeon continue the case with this same device? No, they had to change the instrument the device was received with the upper distal roller detached and not returned. This caused the upper jaw to not close completely. The device was connected to the generator and it was recognized. Because the jaw was loose not all testing was performed with the generator. The condition of the upper jaw prevented the functionality of the device. The jaw was unable to fully close. There is insufficient evidence related to what caused the damage. No conclusion could be reached as to what caused this issue. The batch history records were reviewed with no anomalies noted during the manufacturing process.

Event description:
It was reported that during an open hysterectomy procedure, the blade was stuck and they couldn't open the jaw. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.